Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer had pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor). No harm requiring medical intervention was reported. Troubleshooting was performed. The customer was able to successfully clear the alarm. However, the insulin pump could not pass the self test. The customer will discontinue the use of the device. The product will be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer = black. Case type = ngp customer returned the device for alleged device error 43 alarm found on (B)(6) 2022. The device passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The device history and trace files were successfully downloaded using thump. There were no device error 43 alarms noted during testing and a review of the downloaded history files shows on november 09, 2022 there were seven (7) device error 43 alarms (02:40, 02:44, 02:49, 02:51, 02:55, 03:07, and 03:09), four (4) device error 37 alarms (2x 02;45, 02:51, and 02:52), and one (1) device error 38 alarm (02:52) that occurred. The device was cut open for a visual inspection. No damage or moisture damage on the electronic assembly (electrical board) however, rust and corrosion was found on the motor, motor home switch, and force sensor. The device error 37, 38, and 43 alarms that occurred on november 09, 2022 are due to corroded motor home switch and moisture damage (rust/corrosion) on the motor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case and pillowing keypad overlay. No device error 43 alarms noted during testing however, device error 37, device error 38, and device error 43 alarms that are located in the history files for the event date are confirmed due to corroded motor home switch and moisture damage (rust/corrosion) on the motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic object acts to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The insulin pump was returned for the analysis.